Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that when the mobile programmer was being launched to conduct a patient device check, a diagnostic message indicating that an unexpected error had occurred followed by a white screen were displayed. The hosting tablet was then restarted and mobile programmer application re-launched. It was noted that when it was attempted to connect to the patient connector, a diagnostic message was displayed "internet access is required. The security certificate could not be verified. The server could not be reached." After several unsuccessful attempts, the diagnostic message indicating that an unexpected error had occurred was displayed and the mobile programmer application crashed. Technical services was contacted for assistance and the mobile programmer application was uninstalled and reinstalled to resolve the issue. There was no patient involvement.